Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that there was a fluid leak on the inside of the cassette door of the cycler at the end of pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of their cycler. Upon follow up, the peritoneal dialysis nurse (pdrn) stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, kelfex (700 mg, intraperitoneal, ten days). The pdrn confirmed that despite the prophylactic antibiotics, that there were no symptoms, adverse events, injuries or medical intervention required as a result of the reported event. The pdrn stated that the patient was training on pd therapy and did not miss any treatments.

Manufacturer narrative:
Plant investigation: an actual sample was returned to the manufacturer for physical evaluation. The reported leak was confirmed during disinfection. A visual inspection identified a pinhole at the cassette film. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Should additional relevant information become available, a supplemental report will be submitted.